Event description:
Fort metal plastic co., ltd., has rec'd a medwatch report (B)(4) forwarded from (B)(4), our distributor in the us alleging that a pt was found with head lodged between bed side rail and mattress. The bedside rail was allegedly manufactured by fort. Up to date only the device serial number was provided by the initial reporter. The alleged device has not been returned to fort for investigation. This MDR report is based on the initial medwatch report and add'l info provided by the initial reporter and distributor, (B)(4).

Manufacturer narrative:
(B)(4) bed rails have been tested by third-party testing lab to assure compliance with FDA guidance - hospital bed system dimensional and assessment guidance to reduce entrapment.